Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump motor louder when rewinding. It was stated that patient will get insulin flow blockage alarms and she will have to rewind the insulin pump and start over with the same reservoir. It was stated that the insulin pump and transmitter have lost connection before. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.